Event description:
Reportable based on device analysis completed on (B)(4) 2014. A 3.00mm x 12mm apex¿ balloon catheter was selected for use. At an unknown time, an unspecified device malfunction occurred. No patient complications were reported. However, returned device analysis revealed balloon tear.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an apex balloon catheter with no other devices. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. There were multiple kinks throughout the hypotube of the device. The shaft was twisted at the exit notch distally for 4cm. Microscopic examination of the balloon and shaft revealed a 5mm scratch on the shaft and balloon leading into a 1.5mm longitudinal tear at the proximal end of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).